Event description:
New information noted that programming changes were performed resolving the issue. Patient condition was stable after intervention.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that lead exhibited pose paced t wave oversensing. No intervention was performed. Patient condition was stable.